Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v001001, implanted: (B)(6) 2006. Product type: lead.

Event description:
It was reported the implantable neurostimulator (ins) had depleted and the patient was scheduled for a replacement on (B)(6) 2013. It was reported there was an end of service / end of life message.

Manufacturer narrative:
(B)(4).